Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was coming out of the reagent probe on the synchron cx 5 delta clinical system. Customer reported that the tubing that delivered fluid to the probe had a hole in it. Customer reported that when the probe stop, fluid would drain out. Customer reported that wash concentrate and cleaning fluid were the liquids that leaked out of the probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole in the reagent probe to bubble generator tubing. The fse replaced the tubing assembly. The fse verified the repair was performed per established procedures.